Event description:
Hosp intensive care unit personnel responded to a pt undergoing synchronized cardioversion. According to the rptr, the device was charged several times but would not transfer energy to the pt. A backup device was immediately called for and used. The pt was resuscitated.